Event description:
According to the reporter, during a laparoscopic minimally invasive stapled abdominal repair (misar) abdominal diastasis procedure, after firing, it was difficult to straighten the device, and the jaws of the reload did not open despite all the attempts to reset the device. A screwdriver was used, but it did not resolve the issue. The surgery was converted to an open surgery, and suturing was done to resolve the issue. The device was removed by making a cut with scissors. Post-operatively, the patient had acute abdominal pain and took medication and pain relief therapy. The charger was working intermittently.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd sig power sigadaptstnd linear adapter - (serial#unknown); sigtrsb45axt 45mm xtr thk reinforced rel - (lot#unknown); sigsbchgr sig power sigsbchgr one -bay charger -(B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3(MFR name and street 1), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the instrument locked onto the tissue and was difficult to straighten. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.